Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse could not duplicate the problem described by the customer. Intuitive motion was established on the universal surgical manipulator (usm). The system was tested and verified as ready for use. The complaint regarding the usm not rotating properly was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site was experiencing issues with the universal surgical manipulator (usm) 4. The customer stated that the usm was not rotating properly during the use of a mega needle driver and with a scissor instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended reseating the sterile adapter; however, the customer already attempted it with no success. The procedure was completed as planned with no reported injury.